Event description:
The customer initially reported a coulter lh 500 hematology analyzer was generating incomplete differentials for all samples and controls. Beckman coulter (bec) customer technical support (cts) had troubleshooted the instrument with the customer via telephone; the customer then reported the instrument generated lyse temperature errors. Cts had the customer check the peltier (plb1) fan and it was not turning. A bec field service engineer (fse) was dispatched to evaluate the instrument. While on site, the fse found that a few drops of cleaner had leaked from the instrument. There is no information available regarding personal protective equipment used by the fse at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous numeric results generated in connection with this event.

Manufacturer narrative:
The fse found erythrolyse tubing was leaking at pinch valve pv27 due to a pin-sized hole; the tubing was replaced to resolve the leak. In addition, the fse confirmed lyse temperature errors and replaced the nonfunctioning peltier to resolve the issue. The instrument was verified to meet the specified requirements per established procedures. (B)(4).